Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to a high blood glucose level of above 600 mg/dl. The customer also reported that their insulin pump broke in the middle of the night and it received motor error. The customer also reported with diabetic ketoacidosis. The device will not be returned for analysis.